Event description:
A customer reported a power source alert 07 while using a tandem charging cable and wall adapter, and the pump did not begin charging after being plugged in for 30 minutes. The customer declined to report if the issue caused their blood glucose level to exceed 500 mg/dl. Despite attempts to resolve the issue with different wall adapters and charging cables, the problem persisted. Technical support arranged to replace the pump and confirmed the customer's warranty status, replacement pump serial number, and shipping address. The customer was instructed to use the current pump as backup therapy until the replacement arrives and to return the problematic pump within 10 days or once the battery depletes, using the provided pre-paid label and return box.